Event description:
Information was received indicating that the connector on a smiths medical cadd medication cassette reservoir used for life-sustaining infusion was leaking. It was reported that the patient subsequently had a backup device to switch to continue the infusion. No adverse patient effects were reported.